Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, the atrial lead was found dislodged and the dislodgement was verified by x-ray. The lead was repositioned on (B)(6) 2020. The patient was in stable condition.